Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the consumer alleged the wheelchair was welded wrong and the wheel fell off.

Manufacturer narrative:
Additional/updated information was added to reflect the wheelchair being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the right front caster was detached from the chair and was missing a bearing and a nut. An expanded evaluation was performed. The expanded evaluation report confirmed that the right caster bolt nut to mount the caster was missing. However, there were enough threads in the right side head tube to tighten a caster nut on the caster bolt. Additionally, the right side head tube was welded slightly higher on the frame than the left side head tube; however, the casters and wheels were still able to sit level. The following fields were updated accordingly.

Event description:
The provider states the consumer alleged the wheelchair was welded wrong and the wheel fell off.